Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error code 121. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Unable to perform functional testing unit would not boot up. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of an error icon display could not be confirmed. A root cause could not be determined.